Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a bent cannula. The issue caused the patient to have a blood glucose of over 700 mg/dl. The patient possibly had low or moderate ketone levels. A manual injection was conducted to address the high blood glucose. No permanent injury was reported. See MFR: 3012307300-2017-00729.